Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected on this right ventricular (rv) lead for low shock impedances. The health care professional (hcp) contacted boston scientific technical services (ts) and questioned what could have caused a low shock impedance measurement that had been stable around 50 ohms. Ts discussed standard troubleshooting steps with the hcp. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient has been seen and everything was checked out fine. No changes have been made at this time.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
At this time, the rv lead remains in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over 5 years later and returned for analysis.